Event description:
This was the patient safety report info: this patient was scheduled for an MRI. I went to MRI and picked up the MRI compatible pumps and tubing. I took the MRI pumps and tubing up to medical intensive care unit (micu) to prime and load (levophed and vasopressin) into pumps prior to transferring patient to MRI. Once I was up in micu, I reordered new bags of levophed and vasopressin and attempted to use MRI tubing provided by the MRI tech into MRI pumps but was unsuccessful. MRI tubing was not the right tubing. The neurosciences critical care unit (nccu) charge was contacted and she brought correct MRI tubing and spiked new IV bags, programmed pumps, and loaded tubing into pumps. They worked fine with no alarming. The patient was transferred to MRI. All the material was changed to make them MRI compatible on patient. Entered MRI room. Both MRI pumps started to alarm occlusion. The right internal jugular triple lumen was assessed for occlusion or kink and none were found. The MRI tubing was assessed for occlusion and none were found. About 30 seconds later, the pumps alarmed code error 1003. The patient became hypotensive and was quickly moved back to the MRI waiting room. Micu nurse was called and instructed to bring sigma pumps with levophed and vasopressin down to MRI waiting area. She arrived and attached IV line to central line. Pt blood pressure improved but she did turn ashen and became less responsive during the time until sigma pumps arrived with levophed and vasopressin. Medical doctor was made aware and ordered the patient to be transfered back to micu until more stable.this info is from the medsun report that was completed: MRI pump alerted service error code while administering a vasopressor when in the MRI room. This prevented the MRI to be completed due to the inability to administer vasopressor support at the required rate for hemodynamic stability of the patient.======================manufacturer response for infusion pump, (brand not provided) (per site reporter).======================under the fault description on the iradimed service report it stated: replaced these parts: broken door pressure plate and low pressure sensors.